Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowldege. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported a past event where the sensor glucose reading was 83 mg/dl while the blood glucose level reading was 50 mg/dl. The customer reported that the threshold suspend feature of the insulin pump activated even though it was not suppose to. No additional information was provided.